Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection confirmed the complainant¿s experience of seal component separation. The clear component was identified to be the shield, an internal plastic component of the seal. The two shield petals and septum, an internal rubber component of the seal, were found to be torn. Based on the condition of the returned unit, it is likely that the dislodged shield and torn septum were caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: robotic-assisted laparoscopic myomectomy event description: opaque ring was found floating in patient abdomen during case. No external trocar damage was observed by the hospital staff. The opaque ring was confirmed by hospital staff to be an internal flange part from the trocar cap. The ring was removed, and case proceeded without issues. No patient injury occurred. Product is available for return. Additional information received on 17mar2023 via email from applied medical account manager: laparoscopic atraumatic grasper was used in and out of the port by user. User also passed needles through the port. Additional information received on 28mar2023 via medwatch, uf/importer report #2402140000-2023-8004: during a robotic laparoscopic removal of fibroids, a clear cone shaped piece of plastic was found floating in patient's abdomen. Upon inspection all trocars being used in procedure appeared to be whole... No pieces missing. Plastic piece was removed from abdomen and placed in specimen cup. Private scrub stated she believed it may have been an internal flange from one of the 8 mm pink ports being used. 8 mm ports were bagged at end of case put aside. (Disassembled one to verify.) Unfortunately, the team did not save any of the packaging for this device, so we cannot verify the lot number. Original intended procedure: robotic xi assisted laparoscopic myomectomy. Type of intervention: the ring was removed, and case proceeded without issues. Patient status: no patient injury occurred.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic-assisted laparoscopic myomectomy. Event description: opaque ring was found floating in patient abdomen during case. No external trocar damage was observed by the hospital staff. The opaque ring was confirmed by hospital staff to be an internal flange part from the trocar cap. The ring was removed, and case proceeded without issues. No patient injury occurred. Product is available for return. Additional information received on 17mar2023 via email from applied medical account manager: laparoscopic atraumatic grasper was used in and out of the port by user. User also passed needles through the port. Type of intervention: the ring was removed, and case proceeded without issues. Patient status: no patient injury occurred.